Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant during a transcatheter aortic valve implantation (tavi) using a flexnav delivery system. A pre-implant balloon aortic valvuloplasty had been performed prior to implant. It was noted that the derived perimeter of the aortic annulus was 21.7mm. There was sufficient calcium to allow sealing and an equal annular calcium distribution. After the valve was deployed and implanted at a final implant depth of 7mm, a post-implant balloon aortic valvuloplasty (bav) was performed with a 20mm balloon for an unknown reason. After the post-bav, there was moderate to severe aortic regurgitation noted. There was no noted anatomical or tissue/calcium interference affecting expansion. There were no deployment or retraction difficulties and all retainer tabs did release. A second 25mm navitor valve was implanted in a valve-in-valve procedure. There was no post-implant bav after successful implant of the second 25mm navitor valve. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay in the procedure reported. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device malposition, central regurgitation, and aortic valve regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that a pre-balloon aortic valvuloplasty (bav) was performed, the valve was implanted at 7mm from the non-coronary cusp (deeper than the recommended 3mm), there was sufficient calcium to allow sealing and an equal annular calcium distribution, a post-bav was performed, and severe aortic regurgitation was noted. It was believed that the aortic regurgitation is due to the implant position being too high. The provided fluoro images were reviewed by an abbott clinical engineering manager. Based on all available information, a cause for the reported device malposition could not be conclusively determined. It is possible that the implant position was deemed optimal for the patient at the time. However, this cannot be confirmed. The reported central regurgitation and aortic valve regurgitation appear to be related to procedural conditions (deep position of valve allowed regurgitant flow). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that (B)(6) 2023, a 25mm navitor valve was chosen for implant during a transcatheter aortic valve implantation (tavi) using a flexnav delivery system. A pre-implant balloon aortic valvuloplasty had been performed prior to implant. It was noted that the derived perimeter of the aortic annulus was 21.7mm. There was sufficient calcium to allow sealing and an equal annular calcium distribution. After the valve was deployed and implanted at a final implant depth of 7mm, it was noted that there was severe aortic regurgitation. It was believed to have regurgation as the valve was implanted too high. A post-implant balloon aortic valvuloplasty (bav) was performed with a 20mm non-compliant balloon. After the post-bav, there was still moderate to severe aortic regurgitation noted. There was no noted anatomical or tissue/calcium interference affecting expansion. There were no deployment or retraction difficulties. A second 25mm navitor valve was implanted in a valve-in-valve procedure. There was no post-implant bav after successful implant of the second 25mm navitor valve. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.